Event description:
A distributor reported to olympus that the device did not produce an image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found temporary image loss and the cause was assigned to defective circuit or shielding. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: usage of device: should have been reuse rather than unknown on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.